Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the ventilator at the manufacturer's service center, the device's volumes were fluctuating. The device's logic board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed.